Manufacturer narrative:
Internal complaint reference: (B)(4). H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The event was clarified, where, two devices failed the same way, and for each device the t1 was deployed through the meniscus, however, the implant would not stay anchored and came out from the meniscus . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, two fast-fix flex failed the same way. The sutures of the device could not come out of the shafts of the needle, and both implants came out from the insert. The procedure was completed with a 5 minutes delay using a s+n back up device. No further complications were reported.